Event description:
Related manufacturer reference number: 2017865-2022-38666. It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that both atrial and right ventricular leads exhibited noise. No intervention was performed, the patient was continued to be monitored. The patient was stable in condition.